Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was returned fractured.

Manufacturer narrative:
Visual inspection of the device showed that there is a fracture down the lateral side of the post in an anterior-posterior direction. The component broke into 2 pieces, which were both returned for review. There are also some minor nicks and gouges on the lateral-posterior edge of the device. The likely condition of devices when they left zimmer biomet control is considered conforming based on the review of the manufacturing records. The devices were in the field for approximately 3 years 4 months. The device history records and receiving inspection reports for part number were reviewed for deviations and/or anomalies with no deviations/anomalies identified. Device was manufactured before the design modification and were part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue. The complaint is considered confirmed as device were fractured when it was received for review.